Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: n im4cbp1, serial number: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that console needs a complete check- up. The battery does not work, or is missing, one of the usb ports is damaged. Bluetooth connection is not stable despite it being on latest software version. There was no known patient impact.

Manufacturer narrative:
H3: analysis found the battery was missing, usb port on side of the screen was damaged. Ssd card was old version and not fully compatible with new software. Pi cable port doesn't respond. H6: previously submitted codes fdm b21, fdr c21 and fdc d16 are no longer applicable. Fdc code d20 is applicable for product number: nim4cbp1 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5: updated. H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. H6: previously submitted codes ime e2401, fdm b17, fdr c20 and imf f24 are no longer applicable. Initial aware date was 2025-05-01, as the medtronic representative was present in the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that event occurred during testing. There was no patient involved.